Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional atrial over sensing during recorded episodes. Follow up was conducted with the clinic and there was no intervention taken. The patient is being monitored by remote monitoring sessions. The lead remains in use. No patient complications have been reported as a result of this event.